Event description:
Instead of a 6cm smart stent as it was labeled on the package, a 4cm smart stent was contained in a package. Both, the product and package were discarded and no further information was available.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the event.